Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "unable to advance the balloon through the sheath" is not able to be confirmed. No issues were noted to the returned sheath and it was returned assembled with a dilator; the sheath in question was potentially not returned. Additionally, the returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was unable to advance through the sheath. As a result, the iab was removed along with the sheath and the physician inserted a 2nd iab using a stiffer guidewire at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to advance through the sheath. As a result, the iab was removed along with the sheath and the physician inserted a 2nd iab using a stiffer guidewire at the same insertion site. There was no report of patient complications, serious injury or death.